Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported measurement issues which was not reproduced. The device was tested for flow accuracy and observed an error of -0.8216%, which is within expected range. The event history log (ehl) review was performed. The customer reported that three tests were completed with a new intravenous (IV) set, but did not provide the parameters used. Review of the log revealed two infusions programmed at 40 ml/hr with a volume-to-be-infused of 20 ml. Both ran to completion without interruption. No abnormalities were observed through the history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had measurement issues when the user had used a brand new baxter line set and the pump was tested three times on the new line set. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.